Event description:
It was reported device embolization and patient death occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 40mm wds was advanced and deployed but was determined to be too large and shifting proximal. The physician downsized to 35mm wds. The 35mm closure device met position, anchor, size and seal (pass) criteria and was released. It was noted that the device appeared to have shifted slightly proximal after release. The patient woke up from procedure and had transthoracic echocardiogram (tte) prior to discharge. There were no concerns, and patient was discharged home. On (B)(6) 2026, the patient presented to the emergency room (ER) with shortness of breath. Tte was performed and the closure device was noted to be in the left ventricle (lv). Surgery was consulted. The patient was taken to the operating room (or) where the closure device was removed and the laa appendage was clipped. The procedure was successful; however, the patient was placed on extracorporeal membrane oxygenation (ECMO) due to flash pulmonary edema. The patient was reported to have passed away at an unspecified time. The date and cause of death were not provided.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the 35mm watchman flx pro laac us, part # m635wu60350, batch # 0037294646. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: an explanted watchman flx pro implant only was returned for analysis. Microscopic inspection of the device revealed frame damage to the implant consisting of numerous broken struts. This damage is consistent with damage that can occur with retrieval of the device media from the clinical procedure was reviewed by a member of the bsc global medical safety organization. The media review confirmed the device seemed to have moved slightly proximally after release. The procedural transesophageal echocardiography (tee) showed challenging laa anatomy with pectinate ridges and widening distal space and in several views the device has suboptimal apposition with likely suboptimal anchor engagement. Media review confirmed device embolization. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman instructions for use (IFU) lists implant embolization (dyspnea) (additional device required, hospitalization), device explant, edema, and death as potential adverse events. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Media review confirms device embolization. Inspection of the device found frame damage consisting of broken struts, which is consistent with damage that can occur with retrieval of the device. Based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure.

Event description:
It was reported device embolization and patient death occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 40mm wds was advanced and deployed but was determined to be too large and shifting proximal. The physician downsized to 35mm wds. The 35mm closure device met position, anchor, size and seal (pass) criteria and was released. It was noted that the device appeared to have shifted slightly proximal after release. The patient woke up from procedure and had transthoracic echocardiogram (tte) prior to discharge. There were no concerns, and patient was discharged home. On (B)(6) 2026, the patient presented to the emergency room (ER) with shortness of breath. Tte was performed and the closure device was noted to be in the left ventricle (lv). Surgery was consulted. The patient was taken to the operating room (or) where the closure device was removed and the laa appendage was clipped. The procedure was successful; however, the patient was placed on extracorporeal membrane oxygenation (ECMO) due to flash pulmonary edema. The patient was reported to have passed away at an unspecified time. The date and cause of death were not provided.